Manufacturer narrative:
Immucor technical support was unable to use a remote electronic connection method to assess the instrument test well image in question, but a faxed copy of the instrument reports was received from the customer site. Unfortunately, no conclusions could be made from the fax, due to the contrast of the images on the faxed copies. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument.

Event description:
On (B)(6) 2018, a customer site reported an abo blood group mistype on a galileo echo instrument.